Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal baclofen at 100 mcg/day via an implantable pump. It was reported that the patient had been suffering break through seizures since pump implant. This had not been an issue before. There were some confounders like she started drinking ethanol (etoh) and using marijuana. There was possibility of missed automated external defibrillator (AED) doses but she had a seizure yesterday after the hcp saw her in clinic so they were wondering about the pump. They know that baclofen and baclofen pumps could lower seizure threshold. The patient's dose was very low 100mcg/day.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.